Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: per the sales rep, I spoke to the surgeon to get more details he confirmed the event no other details given. I asked if correct reload was in he stated yes.

Event description:
It was reported that during an ls right colectomy procedure, the letter that was written by the nurse stated: the doctor stated while doing ls right colectomy the gun was in abdomen and started to fire on its own and the reload fell out of jaws. This happened before he was across tissue. A white reload was used. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch# m55c5y. The analysis found that one plee60a device was returned in good visual condition and with a gst60w cartridge loaded on the device. The cartridge was received unfired and in good visual conditions. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The returned cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The reported event could not be confirmed as the device firing safety lock worked as intended and did not activate the firing sequence on its own. A batch record review was performed and no anomalies were found during the manufacturing process.